Manufacturer narrative:
The reported findings about water entering the air gas module has been confirmed in received pictures that show extended amount of water in the filter and inside the filter housing of the air gas module. The air gas module was replaced and the reported ventilator was returned to service. According to received information the root cause to the reported issue about water entering the air supply system is a faulty drier on hospitals' air compressor. According to the ventilator's user's manual, maximum levels of water (h2o < 7 g/m3) in the supplied gases to the ventilator must not be exceeded. The replaced air gas module was not requested for investigation since the root cause to the reported failure is known. Device log evaluation show that several pre-use checks had failed at the reported date of event in a way that can be related to a faulty air gas module. The air gas module regulates the inspiratory air gas flow to the patient and its failure leads to inaccurate gas flow regulation which will cause failures during pre-use checks and alarms during ventilation.

Event description:
(B)(4).

Manufacturer narrative:
(B)(6) 2015 11:12 am (gmt-5:00) added by (B)(6) ((B)(4)): further information regarding the event has been sought. A supplemental medwatch report will be submitted when the investigation is completed.

Event description:
It was reported that excessive water was detected in the air gas module and the air hoses, during preventive maintenance of the ventilator. There was no patient involvement. (B)(4).